Event description:
It was reported that 10 minutes after starting treatment with revaclear 400 dialyzer, the patient experienced night sweats. It was further reported that the patient's blood pressure was 75/50mmhg and heart rate was 105 beats per minute. Ultrafiltration was immediately stopped. Subsequently, the patient experienced nausea and vomiting and then lost consciousness. The patient was given 40ml of 50% glucose intravenously and 200ml of normal saline. It was reported that the patient showed no significant improvement. The patient was given an injection of dexamethasone sodium phosphate (10 ml) and 40ml of 50% glucose intravenously. It was reported an additional 400ml of normal saline was reinfused. Five minutes later, the blood pressure was measured at 85/60 mmhg and the heart rate was 80 beats per minute. According to the reporter, the patient regained consciousness and "discomfort symptoms" improved significantly. After 30 minutes, ultrafiltration was started and dialysis continued. No similar issues were observed. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.